Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(4).

Event description:
Customer called to report mobile result of 17.5 mmol/l, aviva result 8.5 mmol/l within 10 minutes. No medical incident reported. Monitor and strips replaced and requested to be returned.